Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A certain® gold-tite® hexed screw (iunihg) was documented as received at the zimmer biomet shipping/receiving facility. However, the returned product was misplaced and did not make it to the complaints lab. This issue is being addressed in ca-05347. Upon acquiring the reported product the pce will be reopened and re-evaluated as applicable. But until then, the products will be treated as not returned for this investigation. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The customer has not provided additional pictures or x-ray images of the products or event. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/ hhe/d/ie/product holds for the reported product. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or product (iunihg). Therefore, based on the available information, device malfunction could not be verified and the reported events are non-verifiable for the reported product. A definitive cause could not be identified.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that a screw (iunihg) fractured inside the implant. Fractured screw was removed. Implant is intact and remains implanted. Tooth location 13.